Event description:
It was additionally reported that inflow obstruction was not confirmed or ruled out. No imaging was performed. The low flows were thought to be due to recovery.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The report of a possible obstruction could not be confirmed through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The controller event log file contained events on (B)(6) 2024 from 09:32:04 to 12:20:21, per the timestamps. The file contained multiple, transient low flow alarms that occurred in the setting of elevated pulsatility index (pi). No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, "introduction," provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had asymptomatic low flow alarms when they got up from the bed. The flow went up when the patient laid down. The alarms were due to some component of recovery, inflow cannula malposition, high blood pressure, and possible inflow cannula obstruction. It was noted that the previous inflow cannula malposition had not changed or worsened. A right heart catheterization was performed. The event log files were submitted for review. The event log files captured low flow alarms on (B)(6) 2024 as well as several momentary low flow events that were not sustained long enough to trigger the audible alarm. The patient was placed on a low flow system controller which decreased the number of low flow alarms. The patient still experienced low flow alarms with position changes. Inflow cannula malposition was previously reported under MFR #: 2916596-2022-10217.